Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings:the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, evidence of moisture under the display screen was observed and the display lens was found to leak.

Event description:
The patient contacted animas alleging that all buttons were sticking and she had to press them frequently to achieve a desired response. There was no evidence of any misuse of the product.